Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The forceps was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. No pieces were missing. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was continuing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury/harm.